Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead returned in three pieces for analysis: connector portion measuring 11.1cm, middle portion measuring 8.5cm, and middle portion measuring 13.4cm/ 19.2cm/ 22.7cm (insulation/ cables/ inner coil). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion caused by friction to the device can breaching only the optim sheath was noted at 18.7cm to 18.9cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can. Full breached insulation degradation was noted at 32.1cm to 32.3cm from the connector pin. Explant damage was also noted in this region. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.